Event description:
Customer reported intermittent, recurring error condition of "cuvettes fail water blank" when using the unicel dxc 600i synchron access clinical system. The customer requested field service to evaluate the instrument and correct the problem. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer, (fse) evaluated the instrument and found the cuvette wash station probe # 1 was not vacuuming. The cuvette wash station probe # 1was obstructed. The fse engineer replaced the cuvette wash station probe # 1 and solenoid valve v4 to resolve the issue. The fse also replaced the other 3 probes of the cuvette wash station and photometer pre-amp assembly to resolve the cuvette water blank issue. Identification of failure mode: failure mode is cuvette wash station vacuum probe #1and solenoid valve v4. (B)(4).